Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2010 and performed to specification, alongside random manual power ons, up to the 5th october 2014. A further pad-pak was installed during this time. An increase in voltage would suggest a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between 10th-13th october 2014 and then between 28th march 2015 and the 2nd april 2015. The device failed multiple self tests due to a low battery between16th-17th january 2015. The device remained in fault mode until the 19th january 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The self-test fails may be due to the pad-pak not being properly seated in the device, a depleted pad-pak may have been inserted , intermittent failure of the battery terminal pogo-pins or membrane failure resulting in a high current drain. No pad-pak was returned for investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. The device was malfunctioned because the pad unit powers on without manual intervention.